Event description:
It was reported that pump motor stall occurred with no recovery. The pump was implanted on (B)(6) 2012. No alarm was heard for the first week following implant but the patient then began hearing various alarm sounds at various intervals. The pump logs showed 3 motor stalls from (B)(6) with no final recovery. It was reported that the patient was doing 'great' for the first week after implant, except for a headache the first few days which resolved, and then the intermittent alarming began along with return of symptoms. The weekend prior to the report the patient began experiencing symptoms of tightness in the lower abdomen and groin. Dosage changes were made in an effort to control the symptoms but were unsuccessful as the pump was intermittently stalling. The patient was given oral baclofen to alleviate and manage the symptoms. The patient did not experience withdrawal symptoms. The patient felt like the alarm was decreasing in volume. No MRI's or other electromagnetic interference (emi) was present. The pump was replaced on (B)(6). The patient outcome was reported as recovered without sequela. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the cause of the motor was unknown. The patient received no benefit from the device system.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no anomalies. The pump passed all non-destructive testing including flow testing. Final destructive analysis was performed and the pump components were thoroughly inspected, showing no significant anomalies to be determined as the root cause for the stalls and recoveries.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).